Manufacturer narrative:
No button response on the act and esc buttons due to connector on lcd board half-locked during visual inspection; no damage to keypad traces noted. The insulin pump was unable to perform displacement test due to unresponsive keypad. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an intermittently responsive keypad. The blood glucose reading was 6.3 mmol/l. The caller stated that the esc button had intermittent response and that the device may have been dropped or exposed to moisture. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.